Event description:
Boston scientific received additional information in october 2017 from the patient's daughter who reported the patient died on (B)(6) 2017 due to infection caused by the pacemaker. The local field representative was contacted, but no additional information could be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. It was reported that the patient was septic before system was implanted and also noted that the pocket was oozy. There were no additional adverse patient effects reported. The ra lead was explanted.